Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the pump speed could not be controlled. Turning the pump power off and back on restored expected function. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.